Manufacturer narrative:
Additional information: d9, g3, h6. Complaint is confirmed. Visual inspection revealed abrasions along the inner face and outer face of the outer shaft. Functional testing was performed by testing the device on multiple settings and no issues were found with the functionality of the device. The most likely cause of the reported failure can be attributed to use error due to prying/leveraging the device while in use. Per dfu-0215 section f. Precautions 7. Excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an ankle joint surgery the shaver runs with 6800 rotations and then metal abrasion was produced. The metal abrasion was flushed out of the patient. There was no harm for patient, operator or third party. The surgery was finished successfully the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.